Event description:
It was reported the patient presented in-clinic with heart failure symptoms. The patient has been lost-to-follow-up and the rep was unable to obtain information from a previous device check. High out of range pacing lead impedance and loss of capture were observed. Noise was not produced with isometrics. The lead was successfully explanted and replaced. The patient was well post-procedure.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 49.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.